Event description:
It was reported that a monarc was implanted on (B)(6) 2007 to treat for stress urinary incontinence. Additional information received indicates that the patient had permanent, intractable pain and disability after implant. The device was partially removed in 2009, pathology results showed "giant cell foreign body reaction to the polypropylene sling material." "The anchor arms remain embedded in obturator internus muscles, causing progressive numbness, increasing pain, and mobility issues." The surgeon was unable to remove "arms" at time of surgery. Related to report #(B)(4).

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent as appropriate.